Event description:
Pt with history of ischemic heart disease, chf, severe left ventricular dysfunction placement in 2003. Pt admitted to hospital in 2004 with a history of intermittent failure to capture and had decompensated into chf. They were taken to ep lab for replacement inplanting a new ICD generator and right ventricular lead repositioning. Pt tolerated procedure well.